Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. During the incoming functional testing of the electrode belt, the ECG acquisition and pulse delivery circuitry were verified. The monitor failed incoming testing. Upon evaluation, the r781 driven ground resistor was open. The cause of the open resistor is the non-lifevest defibrillation shocks. There is no indication that the open resistor caused or contributed to the patient's death. Motion artifact, likely from the resuscitation efforts, prevented detection and treatment during vf. The device was still able to acquire and detect an ECG signal and record the subsequent asystole event. Device manufacture date: monitor: 04/09/2013; electrode belt: 04/02/2015.

Event description:
A us distributor contacted zoll to report that a lifevest patient passed away. The patient was reportedly in a ccu and the staff was making resuscitation efforts. Review of the download data indicates that the patient received two non-lifevest defibrillation shocks, one during svt and one during vf. The rhythm following the shock during vf remained in vf. Motion artifact prevented subsequent detection and treatment by the lifevest. The source of the motion artifact is likely the reported resuscitation efforts. The patient subsequently experienced asystole and passed away.